Event description:
Discordant, falsely elevated advia centaur xp results for rubella igg (rub g) were obtained on two patient samples. The same samples were re-tested on the advia centaur xp and lower rub g values were obtained (repeat 1). The samples were tested a second time on the advia centaur xp (repeat 2) and rub g values were obtained that matched the values from repeat 1. The second set of repeated results (repeat 2) was reported. There are no known reports of adverse health consequences or patient intervention due to the discordant rub g results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site to evaluate the instrument. The fse changed the following: pinch valves, the two way valve for the wash manifold, and recalibrated rp3 and the sample probe. Qc controls were run and found to be within range. The cause of the discordant, falsely elevated advia centaur xp results for rub g is unknown. No further evaluation of the device is required.